Event description:
It was reported to philips that the issue was geometry movements unavailable message intermittently upon system boot up. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a coronary diagnosis procedure was performed when the issue happened. The procedure was delayed. The procedure was completed by moving the patient to another room. A philips field service engineer (fse) inspected the system onsite and confirmed that geo movement error. Upon some functional test, fse found the geo module that was causing geometry movements unavailable message intermittently upon system boot up. Fse replaced the geo module. After the replacement of the geometry module, the system returned to use in good working order. The codes were updated based on the investigation outcome.